Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not stay running during assessment which was due to failed control panel. Also stated the reboot screen appeared after a minute of operation and hence, they used u.I. To complete the decontamination. The hot side connection from the power inlet module to the ac main voltage circuit card showed signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed, manufacturing supplier related. The root cause of the reported issue was covered in CAPA 1405844. The device underwent functional evaluation upon receipt. Hot side connection from the power inlet module to the ac main voltage circuit card shows signs of electrical overstress. Replaced the power inlet module and ac main voltage circuit card with a new power inlet module and ac main voltage circuit card. The device underwent functional evaluation after the repair. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not stay running during assessment which was due to failed control panel. Also stated the reboot screen appeared after a minute of operation and hence, they used u.I. To complete the decontamination. The hot side connection from the power inlet module to the ac main voltage circuit card showed signs of electrical overstress.